Manufacturer narrative:
Final analysis found burn marks on the main printed circuit board and inner casing of ac power adapter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet caused by the lightning.

Event description:
It was reported that after the patient¿s house was struck by lightning, the transmitter did not power up. Reconnecting the prongs to the adapter failed to resolve the issue. A new device was ordered.